Manufacturer narrative:
K142688. Device evaluation. 1 unit of lot c1611328 of echo-hd-19-c was returned opened in its original packaging. Lab evaluation. The devices involved in these complaints were evaluated in the laboratory on 13 nov 2020. The returned device lab findings and observations can be referred through the attached files. The needle and sheath were observed to be broken below sheath extender and returned separately to the rest of the device. Document review including IFU review: prior to distribution, all echo-hd-19-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-hd-19-c of lot number c1611328 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1611328. The notes section of the instructions for use, which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: n/a. Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to observed needle kinking below the sheath extender which in turn led to the needle and sheath breakage when the user attempted to adjust the kink manually. This kink may have occurred due to excessive force on attachment or detachment to scope. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
510(k) number: k142688. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User completed the first biopsy and attempted to next one while found out the needle cannot be advanced. User checked the device carefully and found out the handle and sheath conjunction area is kinked. User adjusted the kink manually, then the conjunction are broken. User retracted the device from patient and changed another same device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.